Event description:
Confirmed revision of pinnacle hip. Reason for revision unknown.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds one other report against the 2542718 corail stem lot code. Review of device history records finds no related manufacturing deviations or anomalies. It was reported that reason for revision is unknown and therefore it is not known if the additional reporting is similar. A search of the complaints databases identified no other reports against the remaining product/lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Device not returned.

Manufacturer narrative:
Information received from kennedys. Confirmed revision of pinnacle hip. Reason for revision unknown. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.